Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum was damaged during the loading process and the syringe needle became blocked. There was no reported impact to customer's blood glucose. Reportedly, customer changed syringe/needle to resolve the issue.